Manufacturer narrative:
Qn# (B)(4). +the customer provided one 3-lumen cvc catheter. Signs of use in the form of biological material were observed inside the extension lines and catheter body. After failing functional testing, a leak was observed on the proximal extension line. Microscopic examination revealed a hole on the proximal line. The edges of the hole are smooth and uniform, which suggests contact with a sharp object (i.e. Scissors, scalpel, sutures, etc.). No other defects or anomalies were observed. The proximal extension line outer diameter measured 0.0845", which is within the specification limits of 0.0840"-0.0880" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.058", which is within the specification limits of 0.055- 0.059" per the proximal extension line extrusion product drawing. The catheter body length measured 213mm, which is within the specification limits of 207 mm-227mm per the catheter product drawing. The catheter body outer diameter measured 0.0965", which is within the specification limits of 0.0940"-0.0980" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the proximal line, water was observed leaking from the hole on the extrusion. No leaks were observed when flushing the medial and distal lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The IFU provided with the kit informs the user , "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through analysis of the returned sample. Visual and functional testing revealed leaking from a hole on the proximal extension line. The edges of the hole are smooth and uniform, which suggests contact with a sharp object (i.e. Scissors, scalpel, sutures, etc.). Despite the damage, the sample met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "line had been placed 2 days and started leaking at the hub." The central line was replaced. There was no patient harm or injury. The patient's current condition is reported as unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "line had been placed 2 days and started leaking at the hub." The central line was replaced. There was no patient harm or injury. The patient's current condition is reported as unknown at this time.